Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was using the device at home and died. Additional information on the cause of death and details surrounding the event could not be provided. There is no alleged failure of the device and no information to suggest the device is related to the patient death.